Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further specified to be touch contamination. The patient was hospitalized and was treated with unspecified antibiotics (route, dose, frequency, and duration not reported) for the peritonitis event. The patient recovered from the peritonitis event. Dianeal therapies were ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Date of the event: the exact date was not provided; the event was reported to have occurred in (B)(6) 2014. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.